Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after the battery was replaced. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no power loss. The pump powers on appropriately with functional vibratory and auditory alarms. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test cap secures appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and there was no damage found to the battery flex or the power circuit. The complaint could not be confirmed or duplicated on investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.